Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon evaluation case was cracked and the white belt communication wire was cut. The root cause for the damaged case and wire could not be positively identified but was likely physical abuse. No adverse event occurred due to this failure. The last person to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing of monitor (B)(4), it was discovered that the monitor case was cracked and the white belt communication wire was cut. The last pt to use this monitor did not report any deficiencies.